Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the info display of the heart lung console was blank. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not begun.